Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, it can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring re-operation in the immediate post-operation period is due to procedural related issues and is unrelated to the device. A definitive root cause could not be determined. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
A 21mm valve was implanted. Prior to discharge, the patient had known residual aortic regurgitation perivalvular leak from poor annular tissue related to her connective tissue disease. This will be managed medically as she would not survive a third sternotomy. The patient was discharged home on pod #15.